Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no up button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked display window and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Advised customer to discontinue using the insulin pump. The blood glucose reading is 236 mg/dl. Nothing further reported.